Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be determined. However, the issue was likely caused by the following: 1. The cover may have covered the hook at the scope tip and may not have gone over it completely, resulting in insufficient attachment to the scope. The event can be detected/prevented by following the instructions for use (IFU) in sections: operation manual chapter 4 - 4.1 (detection method). Operation manual chapter 3 - 3.5 (preventative measures). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00233. The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that post therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, during reprocessing, the clear distal cap on evis exera iii duodenovideoscope was not found present. The doctor and radiology technician returned to the room and the doctor reintroduced the scope to look for the distal cap and x ray was taken but cap was not found inside the patient, but it was located on floor after these interventions. The procedure was completed using the same device with a delay of 9 minutes during which additional sedation was required. No impact to the patient was reported. The following reports are for 2 devices related to the same event: related patient identifier # (B)(4), evis exera iii duodenovideoscope, model-tjf-q190v, serial# (B)(6) (this report) related patient identifier # (B)(4), single use distal cover, model # maj-2315, serial# unknown.